Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pph01blade of the device cut the mucosis only partially. The surgeon had to cut the remaining tissue with scissors causing some bleeding. The suture was performed by hand to complete the case.